Event description:
It was reported that during an implant attempt the connector pin on the right ventricular (rv) lead appeared to be bent. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. A proximal portion was received measuring 50.5 cm. A distal portion was received measuring 50.5 cm. Analysis was performed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The is-1 connector pin bent. (B)(4).